Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: concerning the causality of these events, there was no indication the patient¿s hemolysis, blood loss or black urine was caused by the abnormal sounding pump head as there was no supporting evidence provided such as laboratory results. Hemolysis and blood loss are known consequences of normal ECMO support that can be attributed to routine oxygenator exchanges, the patient¿s disease or injury process and the patient¿s physiological response to ECMO support. It can be assumed the patient was able to continue with ECMO support following oxygenator exchange. Based on the limited information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius or xenios product.

Event description:
A user facility reported an abnormal sound coming from the pump head of an xlung kit 230 while a critically ill patient was on extracorporeal membrane oxygenation (ECMO) support. A video showing various components of the setup was provided for review. In the initial reporting, there was no indication that the kit was replaced or that the patient experienced any blood loss due to the event. Additional information was revealed upon follow-up. No visual defects were noted on the xlung kit 230. All connections were secure, and no leaks were noticed. No clots were observed in the oxygenator or the tubing. The patient had been utilizing the oxygenator for four days. It was confirmed that no alarms were triggered on the console. To resolve the reported issue, the xlung kit was exchanged. It was reported that the patient experienced blood loss, hemolyzed blood, and black urine (exact date not reported) due to the events. A test report also indicated that blood cell destruction had occurred. The sample was not available to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: a3, a4, b5, d4 plant investigation: the complaint sample was not available for evaluation. It is highly unlikely to detect a failure in the retention sample, since the noise occurred after four days of use. The described situation was confirmed to be adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were four quality events listed on the release certificate, but none of them were related to the reported issue. The provided video suggests that the noise may have been from the rotor touching the inner housing of the pump head. The bearing of the pump head rotor could have been damaged during application (e.g. Due to pump head thrombosis or air intake). However, since a physical evaluation could not be performed, a definitive cause for the described noise could not be confirmed. Pump head thrombosis may cause the pump head to produce noise. However, log data of the console was reviewed, and it did not reveal any indication of large clots in the pump head. Based on the available information, a definitive cause for the reported issue could not be determined.

Event description:
Additional information revealed that patient blood loss was less than 500 ml (exact volume unknown).